Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, evaluation of the actual sample is unable to be performed. A lot history review revealed this is the only stenosis complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device, drug or procedure. Based on the instructions for use (IFU), the occurrence of a stenosis is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient felt a significant reduction in their walking distance between 6 and 12 month post procedure. The health care professional found reocclusion in the previously treated vessel. The patient underwent a revascularization procedure in the target vessel. Upon investigation, the health care provider indicated the allegation against the drug coated balloon was made in error, and does not believe the reocclusion was related to the device. No adverse patient effects were reported.